Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/14/2016. Device evaluation: product analysis was performed on 06/28/2016 with the following findings: the IFU for the animas 2.0 ml cartridge was reviewed. The IFU indicated that the cartridge should be cycled 2-3 times. The complaint of the reporter indicating that the instruction for use stated to cycle the cartridge one or two times was not verified during testing.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging that pt stated when the patient started using the animas pump they read on the cartridge that the instruction for use stated to cycle the cartridge only once and two times at most. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.